Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. (B)(4).

Event description:
Customer reported via phone call to have had high blood glucose of 600 mg/dl. Customer treated high blood glucose with insulin pump and manual injection. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, insulin pump passed high pressure test. Customer was advised high blood glucose could be caused site or set issues. Infusion sets would be replaced.